Event description:
It was reported that patient presented with an implantable cardioverter defibrillator (ICD) that went into backup mode. The ICD was successfully restored. Patient condition was stable before, during, and after.